Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition failure code 810:11, and the root cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). Correction: the service history review statement was incorrect in the follow-up medwatch report 001. The correct statement is that the service history review revealed that this device was not previously serviced for the reported condition.

Event description:
Customer alleges discrepant results with meter compared to lab: date: "last week", inratio: 1.8. Date: (B)(6) 2010, 1.7, lab: 2.5.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that this device was previously serviced for the reported condition.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.